Manufacturer narrative:
Additional information: the patient was being discharged from hospital four days later and it was reported when the patient got out of bed they collapsed suddenly, and CPR was performed. The patient subsequently expired. As per the physician the cause of death is unknown and there won¿t be an autopsy performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported proximal type ia endoleak was confirmed from the films provided; however the cause of the endoleak could not be determined. The anatomy at implant is unknown, and images during implant <(>&<)> earlier post-implant CT¿s were not provided for comparison. Images were also not provided from the interventional procedure to treat the reported endoleak and so analysis of the in-vivo configuration of the endurant cuff or of the implanted heli-fx endoanchors could not be provided. Aneurysm expansion was confirmed to have occurred based on measurements provided from the index procedure and so it is possible that disease progression (neck dilatation) may have been the primary contributor to an observed type ia endoleak. Neck calcification may have also been a factor. A previous type ii endoleak, as seen from the coils having been placed in the aaa sac, may have also contributed to the aaa expansion. The cause of the residual type ia endoleak seen following implant of the aortic cuff and endoanchors, as well as the most recently reported aaa rupture, also could not be determined. It is possible that implanting within the dilated and calcified neck may have contributed to these events. Additional information: it was reported the patient presented to the ER with a ruptured aneurysm approximately four weeks post the re-intervention. A chimney was placed in the left renal artery and a endurant aortic cuff etcf3636c49e was implanted up to the right renal and sma. A chimney was then placed into the sma and covered the right renal artery, sma, and celiac artery with a valiant navion vnmf4343c103e stent graft and then placed another valiant navion vnmf4040c103e more proximally. A final angiogram showed the ia endoleak had resolved and the sma and left renal were perfused. The patient was then extubated that night and reported to be in a stable condition the next morning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 89mm abdominal aortic aneurysm. It was reported that post-operatively a CT performed 2 years and 11 months later identified a type ia endoleak was present. It was reported that the aneurysm measured 7.5 cm x 8.9 cm. Intervention was performed just under a month later, a endurant aortic cuff etcf3636c49e was implanted along with the implantation of endoanchors. A 6x22 non-mdt stent graft was also placed in the left renal artery. Despite this the type ia endoleak was still present. As per the physician the cause of the event was anatomy and noted the aortic neck diameter had enlarged. No additional clinical sequalae were provided and the patient will be monitored.